Event description:
It was reported that the patient had some questions regarding the condition they were suffering with since they were implanted. The patient had numbness and pain in their legs and the issue began in (B)(6) 2013. The patient woke up one day and had no sensation in the right side of their leg and went to the emergency room (ER) and follow-up with their health care provider (hcp) who sent them to see a pain management hcp. The patient allowed them to give them a facet joint injection for inflammation and shortly after that they started having pain down their legs from the middle of their buttocks all the way down their legs. It had spread from the right had side of the legs to the left so it was both sides and to their feet. The patient had spent the past year and a half seeing neurologist and having CT myelograms, seeing emts, and seeing pain management hcps. They had done stimulation tests and had shut it off. Whether on or off the patient still had the pain down the legs and things like that and they had asked to do an MRI as the cat scans and x-rays were not sufficient. They couldn¿t figure out what caused the pain and it was a burning flaring sensation and they felt like someone was stabbing them in the back of their legs. It was almost like pins and needles like when their foot fell asleep and it prohibited the patient from working and they were on disability. It was on and off and the patient had to take pain medication that put them to sleep, caused them to be foggy and disoriented, and they went around scratching themselves like a junkie. The patient had tried lidoderm patches and they didn¿t feel the stimulation of the implant so the patches weren¿t working either. When they did the stimulation test the patient didn¿t feel pain down their legs and felt stimulation where they were supposed to feel it. The patient was diagnosed with spina bifida in march 2013 and they didn¿t know they had this prior to the implant and they ordered an MRI but their insurance never approved it. The spina bifida was in s1 and the lead was in s3 so it was very close together. The spina bifida obviously caused nerve damage and the nerves were exposed at the end. The spina bifida was not big enough to warrant surgery but the hole was too big for them to have any injections and their body would just absorb the medication. The patient¿s hcp was unsure what the cause was of these symptoms. Prior to implant no one knew where the patient¿s issues with severe urine retention stemmed from and they diagnosed it as hypotonic neurogenic bladder. The patient was holding like 2 gallons of urine in their bladder and couldn¿t void a drop and that was why they had the device put in. The device worked perfectly and they loved it but the problem now lied with the fact that they wanted to do an MRI. The patient was considering having the device removed to have the MRI and was wondering how difficult it would be and if they could use the same implant when they were ready to have it put back in. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006yw, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).